Event description:
The customer reported that the device jaws were not able to open after being applied to pt tissue. The surgeon had to use another device to hold the tissue in order to remove the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned for eval. The jaws were not locked and the handle was latched and unlatched without difficulty. The device was activated on simulated tissue and the reported condition could not be duplicated. Covidien could not confirm the customer's report.